Manufacturer narrative:
The system was examined and the reported event was confirmed (as the light hours had already been exceeded). The alternative light source was already in use upon the arrival of the company representative. The customer declined lamp replacement, as a result. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on january 23, 2013. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the lamp which exceeded its rated life. However, no problem was found with the lamp as it functioned to its expected rated life. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when addition reportable information becomes available. (B)(4).

Event description:
A customer reported experiencing poor illumination in both ports during a procedure. The case was completed with an alternate light source. There was no harm to the patient.